Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the arterial luer adapter of the catheter had a crack and was detached. The catheter was not repaired, there was no leak, betadine was used as the cleaning agent on the device, tego was not utilized, there was no instrument used to loosen or tighten the device and there was no patient symptoms or complications associated with this event. There was no reported patient injury.

Event description:
According to the reporter, there was a crack at the arterial luer adapter of the catheter. It was also stated that the detachment was been done by the doctor. They have used other brand of catheter to resolve the issue and as the intervention/treatment required of the event. There was no blood loss and blood transfusion was not required. There was no other product utilized with the device, betadine was used to treat the insertion site prior to product placement and as the cleaning agent to clean the adapters. There was no medical intervention done to the patient, the adapters were only tightened by hand and the cleaning agent was allowed to dry thoroughly prior to applying the ointment to the area. The catheter was not repaired, there was no leak, betadine was used as the cleaning agent on the device, tego was not utilized, there was no instrument used to loosen or tighten the device and there was no patient symptoms or complications associated with this event. The catheter was not explanted but the broken adapter was changed. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a crack at the arterial luer adapter of the catheter. It was also stated that the detachment was been done by the doctor. They have used other brand of catheter to resolve the issue and as the intervention/treatment required of the event. There was no blood loss and blood transfusion was not required. There was no other product utilized with the device, betadine was used to treat the insertion site prior to product placement and as the cleaning agent to clean the adapters. There was no medical intervention done to the patient, the adapters were only tightened by hand and the cleaning agent was allowed to dry thoroughly prior to applying the ointment to the area. The catheter was not repaired, there was no leak, betadine was used as the cleaning agent on the device, tego was not utilized, there was no instrument used to loosen or tighten the device and there was no patient symptoms or complications associated with this event. There was no reported patient injury.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the luer adapter was cracked. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.